Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors, lower alarm volume, often had to press buttons more than once for them to respond and a piece of plastic chipping off. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had rewind takes longer, loud sounds during rewinding and priming, random no delivery alarms, back light was not working consistently, when working, it was less bright, rejected a new battery, body of the insulin pump had surface scratches and cracks and chips in the casing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify charge or battery lasts less than expected anomaly, rewind anomaly, motor error alarm, back light anomaly and failed battery test alert due to buttons not responding. Device received with cracked reservoir tube lip, minor scratched lcd window and cracked case. Motor passed motor test.